Event description:
During passage of anterior most suture through the rotator cuff, the scorpion needle broke; 1mm to 2mm metal fragment left in soft tissue after unable to obtain. Fluoroscopic imaging demonstrated that metallic fragment was in soft tissues and not within the intra-articular region. Device was not saved for evaluation and reporting; (B)(6) 2023.